Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. ¿it was reported that a piece of the spacer broke off during insertion. The broken piece was recovered and safely explanted, but was lost when the device was washed and autoclaved. No patient complications were associated with this event.¿

Manufacturer narrative:
Correction/additional information: the device was returned to the manufacturer for evaluation. Visual review confirmed the implant is broken at the top of one of the screw bosses. Symmetrical notches can be attributed to excessive force of the implant holder. Fracture surface appears fairly brittle, with rays emanating from the origin of crack propagation. The screw boss damage is consistent with overloading of the material during implantation. The above observations are consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.